Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) assisted the customer in troubleshooting process via telephone. The source of the leak was narrowed down to the sweep flow chamber. Upon inspection, the customer found that the tubing at check valve (cv6) was disconnected. The customer replaced the affected tubing, secured it with a collar and performed a system test. There have been no further reports of a recurrence. The cause of the leak was a disconnected tubing at check valve (cv6) of the sweep flow. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the coulter lh 500 hematology analyzer was leaking. The volume of the leak was less than 10 ml and was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated in connection with this event.